Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed and failed for startup. Black screen. When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. No further details about when this happened were reported to hamilton medical ag. The hamilton vigilance reporting decision strategy prescribes to report startup issues. An alarm was triggered. No further details about the alarm was reported to hamilton medical ag. The instrument report and the device log file's (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed and failed for startup. Black screen. When this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. No further details about when this happened were reported to hamilton medical ag. The hamilton vigilance reporting decision strategy prescribes to report startup issues. An alarm was triggered. No further details about the alarm was reported to hamilton medical ag. The instrument report and the device log file's (service log, error log, event log) were not provided to hamilton medical ag. This malfunctioning was reproducible. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.